Event description:
In 2006, the pt was implanted with two gore tag thoracic endoprosthesis components. In 2008, the pt underwent a reintervention and was implanted with two additional gore tag thoracic endoprosthesis components. In early 2009, the pt underwent a second reintervention and was implanted with an additional gore tag thoracic endoprosthesis component. Further info is pending investigation.

Manufacturer narrative:
Please note attached list of additional devices implanted in this pt: tg4015, tg4015, tg3115.